Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient no readings on the continuous glucose monitor (cgm) for a full day. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.